Event description:
It was reported that the customer's insulin pump alarmed unexpected restart. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he received the external ram crc error alarm as well. Explained that the external ram crc error alarm was normal insulin pump behavior due to the depleted batteries. Advised customer that the insulin pump needed to be replaced. Advised to monitor the insulin pump and that the customer could continue wearing the insulin pump until the replacement insulin pump arrived. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.